Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. Based on the condition of the returned sample, the complaint is confirmed. The possible root cause of this complaint cannot be determined; however, the condition of the returned device is consistent with the device being exposed to a force that exceeded the maximum tensile specification. The device was used for treatment.

Event description:
It was reported that the coil detached from the pusher prior to intentional detachment with the controller. A portion of the coil was found outside of the aneurysm in the carotid artery. A neuroform stent was used to secure the coil against the artery wall. There was no reported adverse patient effect or outcome.